Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The health care professional (hcp) suspected a possible lead fracture and consulted technical services (ts), who noted a sudden rise in impedance from approximately 500 ohms to greater than 3000 ohms, along with a decrease in r-wave amplitude. Noisy signals were also observed but were not sensed by the device. Ts agreed that the findings were consistent with a potential lead integrity issue and provided troubleshooting recommendations. No adverse patient effects were reported. This rv lead remains in service.